Event description:
Band was performed between an omentum to mesentery [peritoneal adhesions]. Intestinal obstruction [intestinal obstruction]. Ileus [ileus]. Case description: a spontaneous report was received on (B)(6) 2011, from a physician regarding a (B)(6) female patient, initials (B)(6), with unexplained adhesive ileus. Medical history is significant for hip replacement arthroplasty ((B)(6) 1993), hypertension ((B)(6) 2005), osteoporosis ((B)(6) 2006), knee replacement arthroplasty ((B)(6) 2007), laparotomy with synechotomy and removal of a part of the small intestine ((B)(6) 2008) arteriosclerotic obliterans of the left lower leg ((B)(6) 2008), intestinal obstruction, adhesion of a part of omentum to mesentery, and an ileus ((B)(6) 2009), and diabetes which was under good control. The patient did not have any allergies. On (B)(6) 2009, the patient underwent a laparotomy for intestinal obstruction. During the operation, one sheet of seprafilm was placed under the wound. On (B)(6) 2010, the patient had to undergo another laparotomy for intestinal obstruction. A band was performed between an omentum and mesentery. These were the same findings at the time of the last operation on (B)(6) 2009. The discission of band was performed and the omentum was cut shorter after the ileus release was conducted. One sheet of seprafilm was placed under the wound. The outcome of intestinal obstruction and adhesion was not provided. The relationship between seprafilm and the events was not provided by the reporting physician.

Manufacturer narrative:
The risk-benefit relationship of seprafilm is not affected by this report.